Manufacturer narrative:
A ge service rep performed an on site investigation. The connections were checked. The failure could not be duplicated.

Event description:
The customer reported that the 9600 system had an intermittent failure at start up. No pt injury was reported.